Event description:
Customer reported issues with the transmitter. Customer stated he had stored the transmitter for two months. When he tried using the device, the insulin pump alarmed lost sensor. Customer was advised the battery depletes when the device is not in use and needs to be fully charged for eight hours. Customer will call back if an issue continues after fully charging the device. Customer did not recall blood glucose level at the time of the event. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.